Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements. Examination of the returned gore® propaten® vascular graft revealed the following: the device was subjected to an enzymatic digestion process to remove biologic debris. Following digestion the device was examined for material disruptions with the aid of a stereomicroscope. Disruptions identified were not associated with handling or manufacturing process at wl gore and associates. The disruptions were consistent with a surgical procedure. The graft transection appeared to have been initiated by an acute episode of tension leading to the tearing at the anastomotic pole. The gore® propaten® vascular graft instructions for use state the following: caution the patient against extreme or abrupt movements of the arm, shoulder, or legs during a convalescent period of six-to-eight weeks to allow for adequate healing. Routine activities such as reaching out in front, raising arms above the shoulder level, throwing, pulling, striding, or twisting should be avoided. Failure to follow these procedures may result in extreme blood loss, loss of limb function, loss of limb, or death.

Manufacturer narrative:
Additional manufacturer narrative: UDI: (B)(4).

Manufacturer narrative:
Additional manufacturer narrative: the device was returned to gore on (B)(6) 2017 for evaluation. The investigation is in progress.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is in progress.

Event description:
The following was reported to gore: surgeon performed an ax-fem bypass on (B)(6) 2017. After receiving the graft the patient continued to kick box which entailed kicking and twisting. A month post-op the patient presented with a pulsating mass in the groin. A portion of the graft was explanted (B)(6) 2017 and it was repaired with no injury to the patient.